Manufacturer narrative:
The customer reported that the central nurse's station (cns) does not complete the boot up sequence. According to the customer, the cns is constantly rebooting, it never makes it to windows. The customer stated that it makes it into bios, but then gets stuck afterwards on the cns splash screen displaying "please wait". Technical support (ts) had the customer removed one hdd and then reboot the unit. Once the unit had rebooted, ts had the customer put back in the hdd to rebuild the raid. The cns is now up and running; however, the customer wants to purchase new hdds in case they have the need to replace them. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) does not complete the boot up sequence. There was no patient injury reported.

Event description:
The customer reported that the central nurse's station (cns) does not complete the boot up sequence. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) does not complete the boot up sequence. According to the customer, the cns is constantly rebooting, it never makes it to windows. The customer stated that it makes it into bios, but then gets stuck afterwards on the cns splash screen displaying "please wait". Technical support (ts) had the customer removed one hdd and then reboot the unit. Once the unit had rebooted, ts had the customer put back in the hdd to rebuild the raid. The cns is now up and running; however, the customer wants to purchase new hdds in case they have the need to replace them. There was no patient injury reported. Investigation summary: based on the available information, a definitive root cause could not be identified. The hdds are electronic components/devices that may deteriorate through time and may wear from continual use and require proper maintenance. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: (B)(6)2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I have no patient data to provide to you. Attempt # 1: (B)(6)2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I have no patient data to provide to you. Attempt # 1: (B)(6)2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I have no patient data to provide to you. Attempt # 1: (B)(6)2022 emailed the customer via microsoft outlook for device information: the customer replied by stating; I have no patient data to provide to you. Manufacturer references # 300295529 - 142453 follow up 001.